Event description:
Caller tested 3.8 inr on the coaguchek system while a comparison lab returned as 2.9 inr. Caller states test strips had been left outside in extreme cold overnight. Caller's coumadin dose was adjusted based on meter result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Event description:
Caller tested 3.8 inr on the coaguchek system while a comparison lab returned as 2.9 inr. Caller states test strips had been left outside in extreme cold overnight. Caller's coumadin dose was adjusted based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.